Event description:
Procedure: laparoscopic right hemicolectomy. According to the reporter: upon clipping on the vessel, the vessel could not be removed from the jaws. By ligating the proximal part of vessel, the case was completed with no problem. To release from vessel, the add'l resection was required. Operating time extended: less than 30 min. Operating time extended: less than 30 minutes. Add'l tissue resection: yes. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).